Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced adhesive issue event on (B)(6) 2026. The patient reported infusion set tape did not stick upon insertion. Customer reports set has been in use for: 2 days. No further information available.